Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a lead intended for use for parkinson's dual and movement disorders. The rep reported that the lead was bent in the center out of the packaging. The rep noted that the bend was visible right away, and another lead was chosen and used for the procedure with no issues. The rep confirmed that the bent lead was not implanted. There was no patient involvement. No further patient complications have been reported as a result of this event.